Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment procedure was performed when the issue happened. The procedure was completed by used wired footswitch. The philips remote service engineer (rse) analyzed the system remotely and confirmed that wireless footswitch does not work. Rse identified the cause of the issue due to wi-fi connectivity. To resolve the issue wireless footswitch, base station, pictogram sheet footswitch was replaced. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working. The device was in clinical use. No patient or user harm reported. The customer used a wired footswitch to complete the procedure. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.